Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high withing range system impedance measurement of 210 ohms. Technical services (ts) was consulted, discussed the system impedance had gradually risen for the past year. It was unknown if the patient had gained weight. Ts recommended x ray to check s-ICD system position. This s-ICD system remains in service. No adverse patient effects were reported. Additional information was received, this electrode was explanted and successfully replaced. No additional adverse patient effects were reported. This product has not returned for analysis.